Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of infusion sets that are not priming. The customer's blood glucose reading was 140 mg/dl. The customer stated that he has one box that is defective and about 11 others that did not work also. The customer stated that when he connects the needle portion, he is not able to prime. The customer will be sent replacement sets.